Event description:
It was reported that the caregiver did not apply the brakes during the transfer, causing the lift to move forward while the resident was being transferred and resulting in the patient falling. No injury occurred. The technician¿s evaluation did not reveal any malfunction of the lift.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing, results will be updated in the final report. The date of the event was estimated based on the awareness date.